Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that during the manual prime, the insulin pump squirted insulin. Customer also indicated that they were unable to return to the home screen on the display after this incident. Customer does not recall any significant events leading to the error and indicated that his blood sugar had been a little high all day. Customer's blood glucose was 111 mg/dl at the time of incident and was 198 mg/dl at the time of the call. Troubleshooting found that after the act button was pressed, the insulin did not drip into the tubing. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.